Manufacturer narrative:
A specific root cause could not be determined. Based upon the information provided, the partially blocked sample probe was identified as the most probable root cause of this event. The calibration and quality control data were within range and a general reagent issue was not found.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their e601 analyzer. The patient's initial hcgb result was 0.116 miu/ml and it was not reported outside the laboratory. The first repeat result was 6441 miu/ml. The second repeat result was 6539 miu/ml. 6441 miu/ml was reported outside the laboratory. It was unknown if there were any adverse events. The hcgb reagent lot number was 171601 and the expiration date was not provided.

Manufacturer narrative:
Additional information was provided by the customer. The initial result was questioned by the medical team. The repeat results were reported outside the laboratory. Was updated to include the analyzer serial number. The field service representative went on site. He found the sample probe was partially blocked.